Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to confirm the pump was not plugged into a power source and to press the button firmly, but the issue persisted. Consequently, technical support arranged for a replacement pump with updated software to be sent to the customer, who will continue using their current pump until the replacement arrives. The customer was also guided on returning the defective pump to tandem and acknowledged the instructions provided.